Event description:
It was reported that this implantable device was found to be in safety mode. The patient experienced fainting. Device replacement was recommended. Subsequently, a revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.